Event description:
According to the initial information received, a 22mm amplatzer septal occluder (aso) was positioned across the atrial septal defect (asd) under fluoroscopy and sized using echocardiography. The aso displayed a constricted waist indicating it was too large for the asd. The 22mm aso was removed and a 16mm aso was attempted. However, the 16mm aso dislodged and migrated into the right pulmonary artery and had to be percutaneously retrieved using a snare. Finally, a 20mm aso was successfully implanted.

Manufacturer narrative:
The amplatzer septal occluder was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 7f torqvue loader without any deformities. The device was returned within specifications. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The results of this investigation are inconclusive because medical records and images were not provided. The cause of the embolization remains unknown.